Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 83-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. While on support, the patient had no pedal pulses on the insertion site and the staff was unable to doppler pulses. The doctor made the decision to place a reperfusion catheter before transferring to the intensive care unit. Pluses were present after the placement. Additionally, the patient had ventricular fibrillation upon insertion of the pigtail to obtain left ventricle access. The patient was defibrillated once. The patient also had bleeding from the groin. Two units of blood products were provided.

Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was submitted. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf and the limb ischemia was not determined. The root cause of the access site bleeding was determined to be patient condition because bleeding has occurred from multiple sites. In accordance with updated procedures, section d6 has been revised from the initial submission.